Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.internal insulation abrasion was noted at 19.6-21.1cm, 22.7-23.3cm, and 22.9-23.3cm from the distal tip. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 10.9-18.3cm from the distal tip. The etfe coating was damaged due to explant at this location.

Event description:
It was reported that when an asymptomatic patient presented to the operating room for a device change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced.